Event description:
On (B)(6) 2010, pt reported the menu button is defective. Pt stated she first realized the issue a couple of weeks ago while trying to program the basal rates. Pt reported the button issue is intermittent. Verified button does not respond when trying to move from hour to the next under "program basal rate profile 1". Pt stated button does pop back out and it is flat. Pt reported infusion device does not make an audible noise when the button is pressed. Pt stated she removed the insulin cartridge and "it looks funny in there." She states it appears to be brown/orange at the bottom. Pt reported "it looks like rust at the bottom of the cartridge compartment." No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.